Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. The technical service representative (tsr) assisted the hp with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and discard their supplies. There was patient involvement. No injury or medical intervention was reported. A follow up was done via phone call. The peritoneal dialysis registered nurse (pd rn) stated they were aware of the problem. The hp had contacted the pd rn regarding any problem and asked the pd rn on instructions on finishing therapy. The writer advised the pd rn to follow up with the hp regarding the proper procedure for therapy and retraining for the hp for therapy. No further information was provided. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during dwell three of four was not confirmed; however, per the complaint information the root cause of the se 2240 was determined to be use error due to air being sucked into the disposable because there was an open clamp on an unused supply line. A review of the labeling found it to be adequate for the use error(s) identified during the complaint investigation. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).